Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported clip caught in chordae and tissue injury were due to procedural circumstances. Based on available information, the reported clip caught in chordae was due to procedural circumstances. The cause of the reported broken gripper line was unable to be determined. The reported single gripper actuation issue was a cascading event of the reported broken gripper line. The reported tissue injury was due to procedural circumstances. The reported worsening mr was likely a cascading effect of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention, unexpected medical interventions, and hospitalization were due to case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3+ functional mitral regurgitation (mr), ischemic cardiomyopathy and restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was implanted at anterior and posterior leaflet 2(a2p2). The mr was reduced to grade 1. During the follow up on (B)(6) 2025, it was observed in transthoracic echocardiogram that the clip had single leaflet device attachment(slda) from posterior leaflet. An attempt was made to deploy mitraclip xt at anterior and posterior leaflet 1(a1p1) to stabilize the slda. During the procedure, an interaction of chordae tendinea was observed. While retracting back to left ventricle(lv) chordae tendinea ruptured. The clip was deployed on chordae with both the leaflets as they were unable to retract back to lv. Gripper line towards the posterior leaflet was broken and was unable to raise. The clip grasped the leaflets in an inverted state and was placed on the lateral side of a1p1. As part of the valve annulus was also grasped and the chordae tendineae were grasped, unnecessary tension was applied, and the posterior leaflet was also slightly torn. An intra-aortic balloon pump(iabp) was inserted for stabilization and the procedure was completed. The patient was hemodynamically stable. On (B)(6) 2025, mitral valve replacement (mvr)surgery was performed successfully. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.